Event description:
During procedure camera box was not performing normally. It was putting many lines on the screen. The surgeon could not safely proceed since he could not visualize the patient's anatomy. Surgeon then had to use a flexible ureteroscope with a portable dornier monitor while the camera box got changed. That portable monitor was not working properly also. That monitor's screen was black, and the disposable flexible scope could not attach correctly to the plug on the portable screen. Once new stryker camera box was obtained and working, surgeon proceeded safely with procedure. Manufacturer response for processor video, (brand not provided) (per site reporter). Representative brought new video processor and took the malfunctioning one out of the hospital. Manufacturer response for unit camera control box, (brand not provided) (per site reporter). We sent out the camera box and got a replacement in.